Event description:
Reported condition: blood pump rotor assembly was missing a nut that is attached to a screw inside the blood pump. Machine installed (B)(6) 2025, machine total run hours at the time of event was 1149hrs. (B)(6) 2025: the national engineer confirmed that the nut was missing and replaced the rotor assembly. Preparation was completed and ran in treatment mode no alarms occurred. The machine was heat disinfected, and it operates according to the manufacturer's specifications.